Event description:
It was reported that a spectrum infusion pump failed the upstream occlusion test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the evaluator ran a loaded set and did not note any errors, however upstream occlusion detection testing was not performed. A review of the event history log revealed multiple events of upstream occlusion however test failures cannot be confirmed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality as the ultrasonic sensor calibration was found out of range which is a known contributor to the reported problem. The ultrasonic sensor was replaced and the device was tested for upstream occlusion detection as part of the release process prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.